Manufacturer narrative:
Based on this information, there was a device malfunction. Photos provided show cuff failure. Patient experienced respiratory insufficiency with no other injury reported. Reference user facility report 250965414-2018-001.

Event description:
Patient underwent surgery and subsequently developed respiratory insufficiency. CT scan revealed pneumomediastinum. Patient was transferred for further evaluation. No other injury identified.